Event description:
Patient underwent a cesarean section. As the surgeon was closing the uterus the needle separated from the suture, lodging the needle into the uterus. The needle was able to be removed.